Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to middle ear infection and cholesteatoma (non-device related). There are no plans to reimplant the patient with a new device as of the date of this report.